Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device was dropping staples. There was no pt consequence.

Manufacturer narrative:
H6; code 100: bent ejector legs which caused the staples to eject. Facility experienced an event with endopath* endoscopic articulating multifeed stapler on while performing a unknown procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974045. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: articulation, yes; precock functional, yes; rotation, yes; staple count, 7 and swivel, yes. Functional tests & results: cycled the instrument, yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported instrument "was dropping staples" during surgery may have been due to an bent ejector legs. The instrument was received with the ejector legs bent and was cycled and fired 7 staples which ejected before completely forming, due to the bent ejector legs. No conclusion could be reached as to how the ejector legs had become bent. Each instrument is evaluated during the assembly provess to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve co's products. C